Event description:
A report was received that the patient was having pain at midline incision. It was noted that the lead itself had not moved but the tails had migrated and may have pulled out a bit as confirmed through x-ray. The patient underwent a revision procedure. The patient was reportedly doing well postoperatively.